Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The patient alleges particles in tubing/chamber and particles in the device. The patient additionally alleges difficulty breathing and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges particles in tubing/chamber and particles in the device. The patient additionally alleges difficulty breathing and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer receiving that the patient has alleged nose irritation, respiratory tract irritation, dizziness and/or headache. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section initial reporter (rfb) in box e, patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number (rfb) in box h has been updated/corrected.